Event description:
It was reported to philips healthcare that the green connector was loose and the device lost signals when wiggled. There was no patient involvement.

Manufacturer narrative:
(B)(4).